Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's implantable cardioverter defibrillator revealed post-sensed t-wave over-sensing. Corrective programming changes were made. No patient consequences were reported.

Event description:
New information received notes another instance of post-sensed t-wave over-sensing. No patient symptoms were reported. As only one episode was noted, no additional intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's implantable cardioverter defibrillator revealed post-sensed t-wave over-sensing. Corrective programming changes were made. No patient consequences were reported.